Manufacturer narrative:
The MFR's service rep. Performed an on site investigation. The service rep replaced the lemo cable pins. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system would not fluoro. No pt injury was reported.